Event description:
It was reported that the cariocap 5 monitor was not audibly alarming. The visual alarms were reportedly still functional. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.